Event description:
It was reported to boston scientific corp that during a posterior pelvic floor repair procedure, using a pinnacle posterior pfr kit, the needle became lodged within the pt's sacrospinous ligament after the first mesh leg throw. In an attempt to push the needle through the ligament, the physician depressed the capio handle again, which caused the needle to detach from the mesh leg. The physician did not attempt to remove the needle (with less than half a centimeter of suture attached to it) from the pt's sacrospinous ligament, to avoid potentially harming the pt. The procedure was completed with another pinnacle posterior pfr kit without further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.